Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: concomitant product.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Investigation summary the product received for analysis were identified as product code j316h. Visual inspection and metallurgical analysis were performed on the returned product. A fracture was observed in the body of sample a. One side of the needle was received, the mating fracture surface was not provided for this evaluation. The needle was noted with marks that appears to be by surgical instrument. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation of the sample revealed the fractures was composed of microvoid coalescence, which is evidence of a ductile overload failure. This was ductile fracture. The evidence of this examination indicates that the breakage occurred from mechanical deformation, indents and scratches, due to gripping, bending and overstressing of the needle.  There is no evidence of any material flaw that would cause premature failure. The needle breakage was confirmed. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Related medwatch reports: 2210968-2023-03636, 2210968-2023-04666, and 2210968-2023-05555.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: was the temporary ileostomy created due to removal of the retained needle?¿yes was additional dissection required in other organs/tissues other than the target tissue to remove the broken needle piece? If yes, please describe.¿no was there a suture failure that occurred 10 days postoperatively after drain removal?yes. If yes, please explain. Surgeon suspected that the suture failure related to the additional dissection. Did the suture break post-operatively? Unk. If not, what was the suture failure? Leakage. Is the suture breakage a separate event from the needle breakage? Yes. Was the patient¿s hospitalization prolonged due to this event(s)? Unk. The diagnosis and indication for the index surgical procedure? Malignancy. What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? Laparoscopy. On what tissue was the suture used? Rectum. What was the tissue condition (normal, thin, calcified, fragile, diseased)? Not reported with abnormality. Please describe any medical/surgical intervention required for this suture event including dates and results. Conservative treatment and follow up. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Not reported. What symptoms did the patient experience following the index surgical procedure? Onset date? Leakage. Other relevant patient history/concomitant medications? No. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Additional incisions to the rectum may have contributed to the suture failure. Also, the grasping space between the staple line and the needle holder was narrow, so the principle of leverage may have worked to locally load and broke the needle. What is the patient's current status? Followed up. Lot number? Unk. Related medwatch reports: 2210968-2023-04666.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the temporary ileostomy created due to removal of the retained needle? Was additional dissection required in other organs/tissues other than the target tissue to remove the broken needle piece? If yes, please describe. Was there a suture failure that occurred 10 days postoperatively after drain removal? If yes, please explain. Did the suture break post-operatively? If not, what was the suture failure? Is the suture breakage a separate event from the needle breakage? Was the patient¿s hospitalization prolonged due to this event(s)? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Please describe any medical/surgical intervention required for this suture event including dates and results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Lot number? If applicable, will product be returned? If so, please provide the return date and tracking information.

Event description:
It was reported that a patient underwent a lower anterior resection (of rectum) lar on (B)(6) 2023 and suture was used. Z suture was performed to suture the edge with buried continuous suture after rectal resection for staple line burial. Covidien's signia was used on rectal dissection. At the second location, the needle broke while suturing across the staple line and was retained in the body. Using a c-arm, the rectum was searched and located. An incision was made in the rectum and the needle was removed. A temporary ileostomy was created and closed. The operation time was extended within 30 minutes. Currently, the patient is in the hospital undergoing conservative treatment. And is under observation. It was also reported that there was suture failure that occurred 10 days postoperatively after drain removal, but the patient is being treated conservatively. The surgeon's opinion about the causal relationship between the product and event: no. The surgeon¿s comment - when the needle was removed, it may have affected the incision made in the rectum. Other contributing factors - the grasping space between the staple line and the needle holder was narrow, so the principle of leverage may have worked to locally load and broke the needle. Additional information was requested.